Manufacturer narrative:
An evaluation will be conducted when the device is received.

Event description:
It was reported that the anchor broke during surgery. The patient was not harmed. Another anchor was available to complete the procedure.

Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Manufacturer narrative:
The product was returned for evaluation. Visual assessment of the device confirmed the reported complaint of anchor breakage. The anchor is cracked at its proximal end where it interfaces with the inserter; no pieces appear to be missing. The anchor and suture are free from the inserter. The co-braid suture has been removed from the anchor and was not returned. Dimensional assessment of the anchors major diameter and length was found to meet print specification. Due to the limited clinical details provided regarding patient bone quality and site preparation no root cause can be determined. Further investigation is not warranted at this time.